Event description:
Patient reported high blood glucose. He stated that, during the night, his blood glucose was ~ 300 mg/dl. At 6:00 am, his blood glucose measured 425 mg/dl. Patient self-treated with a 4.5u bolus of insulin. He then disconnected and programmed a 1u bolus; however, he could not see any insulin come out. No error messages were generated by the device. Patient switched to his back-up device.